Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 2.8mm drill bit snapped off in patient's bone during procedure - tip of drill bit remains in patient's bone. A shorter drill bit was used to complete the procedure. No surgical delay. This report is 1 of 1 for (B)(4).